Manufacturer narrative:
We received single dpt - vamp adult kit for examination. The pressure tubing had been detached from the bond joint with the vamp reservoir stopcock. The detached pressure tubing was not returned. Indication of bonding material was evident on bond surface area of reservoir stopcock. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. The 510k number was not provided as this is a custom defined product.

Event description:
It was reported that in this vamp adult set the pressure tubing was detached at the point of the shut-off valve. The event happened during the preparation of the set with no blood loss. The issue was solved replacing the devices. There was no allegation of patient injury.